Manufacturer narrative:
The patient contacted insulet on (B)(6) 2024 for support (ref (B)(4)) activating a pod and reported bg levels of 381 mg/dl. On (B)(6) 2024, during an insulet initiated follow up call, insulet was made aware that the patient had sought medical treatment for hyperglycemia on (B)(6) 2024 and subsequently expired in the hospital on (B)(6) 2024. No further information is available. If additional information is received a supplemental report will be submitted.

Event description:
It has been reported by the patient's nephew that the patient was transported to hospital by emergency medical services. The patient had high blood glucose (bg) levels, although no specific bg levels were provided. The patient later passed away on (B)(6) 2024. The cause of death has not been confirmed at the time of this report. The reporter states the nurse at the hospital told him the high bg's had led to other complications in her body. This is report 2 of 2 concerning patient reference (B)(4).